Event description:
It was reported the patient stopped using his scs system approx 2 years ago because he felt a shocking sensation. It was reported the ipg was unable to establish telemetry with the programmer. The sjm rep will meet with the patient again for further troubleshooting.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.